Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5082807) on 30-jan-2019. The most recent information was received on 25-feb-2019. This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("migration/perforation"), pelvic pain ("sharp pain on left side/ pain/ pelvic pain") and genital haemorrhage ("bleeding") in an adult female patient who had essure (batch no. 866021) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), headache ("headaches"), arthralgia ("aches in my joints"), hot flush ("hot flashes"), anxiety ("anxiety"), fatigue ("extreme fatigue/ fatigue"), abdominal distension ("extreme bloat/ bloated"), alopecia ("hair loss"), libido decreased ("drop in sex drive to nearly nonexistent/ low sex drive"), rash generalised ("random rashes all over body"), amenorrhoea ("began skipping period then following month for entire month "), allergy to metals ("nickel sensitivity"), dyspareunia ("painful sex"), inflammation ("severe inflammation") and fluid retention ("water retention") and was found to have weight increased ("weight gain"). The patient was treated with surgery (she underwent essure coil removal on (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the perforation, pelvic pain, genital haemorrhage, headache, arthralgia, hot flush, anxiety, fatigue, abdominal distension, alopecia, libido decreased, rash generalised, amenorrhoea, allergy to metals, dyspareunia, inflammation and fluid retention outcome was unknown. The reporter provided no causality assessment for abdominal distension, alopecia, amenorrhoea, anxiety, arthralgia, fatigue, headache, hot flush, libido decreased, pelvic pain, rash generalised and weight increased with essure. The reporter considered allergy to metals, dyspareunia, fluid retention, genital haemorrhage, inflammation and perforation to be related to essure. The reporter commented: serious injury criterion: required intervention, other serious (important medical event) and event date (B)(6) 2014 were reported, but not specified and/or assigned to one of the events. Discrepancy noted in essure insertion date: (B)(6) 2014. Insertion details: left and right side -2 to 3 coils left remaining in the uterine cavity. Most recent follow-up information incorporated above includes: on 25-feb-2019: pfs received. Reporter's information and lot number was added. Events added: migration/perforation, bleeding, nickel sensitivity, painful sex, severe inflammation, water retention. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw (B)(4)) on 30-jan-2019. The most recent information was received on 24-apr-2019. Quality-safety evaluation of ptc: unable to confirm complaint. This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration/perforation'), pelvic pain ('sharp pain on left side/ pain/ pelvic pain') and genital haemorrhage ('bleeding') in an adult female patient who had essure (batch no. 866021-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), headache ("headaches"), arthralgia ("aches in my joints"), hot flush ("hot flashes"), anxiety ("anxiety"), fatigue ("extreme fatigue/ fatigue"), abdominal distension ("extreme bloat/ bloated"), alopecia ("hair loss"), libido decreased ("drop in sex drive to nearly nonexistent/ low sex drive"), rash ("random rashes all over body"), amenorrhoea ("began skipping period then following month for entire month"), allergy to metals ("nickel sensitivity"), dyspareunia ("painful sex"), inflammation ("severe inflammation") and fluid retention ("water retention") and was found to have weight increased ("weight gain"). The patient was treated with surgery (she underwent essure coil removal on (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, pelvic pain, genital haemorrhage, headache, arthralgia, hot flush, anxiety, fatigue, abdominal distension, alopecia, libido decreased, rash, amenorrhoea, allergy to metals, dyspareunia, inflammation and fluid retention outcome was unknown. The reporter provided no causality assessment for abdominal distension, alopecia, amenorrhoea, anxiety, arthralgia, fatigue, headache, hot flush, libido decreased, pelvic pain, rash and weight increased with essure. The reporter considered allergy to metals, dyspareunia, fluid retention, genital haemorrhage, inflammation and uterine perforation to be related to essure. The reporter commented: discrepancy noted in essure insertion date: (B)(6) 2014. Insertion details: left and right side -2 to 3 coils left remaining in the uterine cavity. Lot # reported (866021) is invalid. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: this report was identified to be a duplicate to record # (B)(4) (medwatch 3500a MFR number 2951250-2019-12410) which will be deleted from bayer safety database after all information was transferred to this case # (B)(4) which will be retained. New: social media reporter was added. No new follow-up information was received from the reporter. Incident: no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5082807) on 30-jan-2019. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("sharp pain on left side") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), headache ("headaches"), arthralgia ("aches in my joints"), hot flush ("hot flashes"), anxiety ("anxiety"), fatigue ("extreme fatigue"), abdominal distension ("extreme bloat"), alopecia ("hair loss"), libido decreased ("drop in sex drive to nearly nonexistent"), rash generalised ("random rashes all over body") and amenorrhoea ("began skipping period then following month for entire month") and was found to have weight increased ("weight gain"). The patient was treated with surgery (she underwent essure coil removal on (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, headache, arthralgia, hot flush, anxiety, fatigue, abdominal distension, alopecia, libido decreased, rash generalised and amenorrhoea outcome was unknown. The reporter provided no causality assessment for abdominal distension, alopecia, amenorrhoea, anxiety, arthralgia, fatigue, headache, hot flush, libido decreased, pelvic pain, rash generalised and weight increased with essure. The reporter commented: serious injury criterion: required intervention, other serious (important medical event) and event date (B)(6) 2014 were reported, but not specified and/or assigned to one of the events. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5082807) on 30-jan-2019. The most recent information was received on 21-aug-2020. This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration/perforation') and pelvic pain ('sharp pain on left side/ pain/ pelvic pain') in an adult female patient who had essure (batch no. 866021-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding\ unusual bleeding"), headache ("headaches"), arthralgia ("aches in my joints"), hot flush ("hot flashes"), anxiety ("anxiety"), fatigue ("extreme fatigue/ fatigue"), abdominal distension ("extreme bloat/ bloated"), alopecia ("hair loss"), libido decreased ("drop in sex drive to nearly nonexistent/ low sex drive"), rash ("random rashes all over body"), amenorrhoea ("began skipping period then following month for entire month"), allergy to metals ("nickel sensitivity"), dyspareunia ("painful sex"), inflammation ("severe inflammation"), fluid retention ("water retention"), abdominal pain lower ("cramping") and menstruation irregular ("unusual periods") and was found to have weight increased ("weight gain"). The patient was treated with surgery (she underwent essure coil removal on (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, pelvic pain, genital haemorrhage, headache, arthralgia, hot flush, anxiety, fatigue, abdominal distension, alopecia, libido decreased, rash, amenorrhoea, allergy to metals, dyspareunia, inflammation, fluid retention, abdominal pain lower and menstruation irregular outcome was unknown. The reporter provided no causality assessment for abdominal distension, alopecia, amenorrhoea, anxiety, arthralgia, fatigue, headache, hot flush, libido decreased, pelvic pain, rash and weight increased with essure. The reporter considered abdominal pain lower, allergy to metals, dyspareunia, fluid retention, genital haemorrhage, inflammation, menstruation irregular and uterine perforation to be related to essure. The reporter commented: discrepancy noted in essure insertion date: (B)(6) 2014. Insertion details: left and right side -2 to 3 coils left remaining in the uterine cavity. Lot # reported (866021) is not valid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-aug-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5082807) on 30-jan-2019. The most recent information was received on 01-mar-2019. This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("migration/perforation"), pelvic pain ("sharp pain on left side/ pain/ pelvic pain") and genital haemorrhage ("bleeding") in an adult female patient who had essure (batch no. 866021-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), headache ("headaches"), arthralgia ("aches in my joints"), hot flush ("hot flashes"), anxiety ("anxiety"), fatigue ("extreme fatigue/ fatigue"), abdominal distension ("extreme bloat/ bloated"), alopecia ("hair loss"), libido decreased ("drop in sex drive to nearly nonexisitent/ low sex drive"), rash generalised ("random rashes all over body"), amenorrhoea ("began skipping period then following month for entire month "), allergy to metals ("nickel sensitivity"), dyspareunia ("painful sex"), inflammation ("severe inflammation") and fluid retention ("water retention") and was found to have weight increased ("weight gain"). The patient was treated with surgery (she underwent essure coil removal on (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the perforation, pelvic pain, genital haemorrhage, headache, arthralgia, hot flush, anxiety, fatigue, abdominal distension, alopecia, libido decreased, rash generalised, amenorrhoea, allergy to metals, dyspareunia, inflammation and fluid retention outcome was unknown. The reporter provided no causality assessment for abdominal distension, alopecia, amenorrhoea, anxiety, arthralgia, fatigue, headache, hot flush, libido decreased, pelvic pain, rash generalised and weight increased with essure. The reporter considered allergy to metals, dyspareunia, fluid retention, genital haemorrhage, inflammation and perforation to be related to essure. The reporter commented: serious injury criterion: required intervention, other serious (important medical event) and event date (B)(6) 2014 were reported, but not specified and/or assigned to one of the events. Discrepancy noted in essure insertion date: (B)(6) 2014. Insertion details: left and right side -2 to 3 coils left remaining in the uterine cavity. Most recent follow-up information incorporated above includes: on 1-mar-2019: update of information (batch is invalid). Incident: no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5082807) on 30-jan-2019. The most recent information was received on 24-apr-2019. This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("migration/perforation"), pelvic pain ("sharp pain on left side/ pain/ pelvic pain") and genital haemorrhage ("bleeding") in an adult female patient who had essure (batch no. 866021-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), headache ("headaches"), arthralgia ("aches in my joints"), hot flush ("hot flashes"), anxiety ("anxiety"), fatigue ("extreme fatigue/ fatigue"), abdominal distension ("extreme bloat/ bloated"), alopecia ("hair loss"), libido decreased ("drop in sex drive to nearly nonexisitent/ low sex drive"), rash generalised ("random rashes all over body"), amenorrhoea ("began skipping period then following month for entire month"), allergy to metals ("nickel sensitivity"), dyspareunia ("painful sex"), inflammation ("severe inflammation") and fluid retention ("water retention") and was found to have weight increased ("weight gain"). The patient was treated with surgery (she underwent essure coil removal on (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, pelvic pain, genital haemorrhage, headache, arthralgia, hot flush, anxiety, fatigue, abdominal distension, alopecia, libido decreased, rash generalised, amenorrhoea, allergy to metals, dyspareunia, inflammation and fluid retention outcome was unknown. The reporter provided no causality assessment for abdominal distension, alopecia, amenorrhoea, anxiety, arthralgia, fatigue, headache, hot flush, libido decreased, pelvic pain, rash generalised and weight increased with essure. The reporter considered allergy to metals, dyspareunia, fluid retention, genital haemorrhage, inflammation and uterine perforation to be related to essure. The reporter commented: serious injury criterion: required intervention, other serious (important medical event) and event date (B)(6) 2014 were reported, but not specified and/or assigned to one of the events. Disrepancy noted in essure insertion date: (B)(6) 2014. Insertion details: left and right side -2 to 3 coils left remaining in the uterine cavity. Lot # reported (866021) is invalid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-apr-2019: quality-safety evaluation of ptc. Incident: no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5082807) on 30-jan-2019. The most recent information was received on 23-apr-2019. This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("migration/perforation"), pelvic pain ("sharp pain on left side/ pain/ pelvic pain") and genital haemorrhage ("bleeding") in an adult female patient who had essure (batch no. 866021 - invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), headache ("headaches"), arthralgia ("aches in my joints"), hot flush ("hot flashes"), anxiety ("anxiety"), fatigue ("extreme fatigue/ fatigue"), abdominal distension ("extreme bloat/ bloated"), alopecia ("hair loss"), libido decreased ("drop in sex drive to nearly nonexistent/ low sex drive"), rash generalised ("random rashes all over body"), amenorrhoea ("began skipping period then following month for entire month"), allergy to metals ("nickel sensitivity"), dyspareunia ("painful sex"), inflammation ("severe inflammation") and fluid retention ("water retention") and was found to have weight increased ("weight gain"). The patient was treated with surgery (she underwent essure coil removal on (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, pelvic pain, genital haemorrhage, headache, arthralgia, hot flush, anxiety, fatigue, abdominal distension, alopecia, libido decreased, rash generalised, amenorrhoea, allergy to metals, dyspareunia, inflammation and fluid retention outcome was unknown. The reporter provided no causality assessment for abdominal distension, alopecia, amenorrhoea, anxiety, arthralgia, fatigue, headache, hot flush, libido decreased, pelvic pain, rash generalised and weight increased with essure. The reporter considered allergy to metals, dyspareunia, fluid retention, genital haemorrhage, inflammation and uterine perforation to be related to essure. The reporter commented: serious injury criterion: required intervention, other serious (important medical event) and event date (B)(6) 2014 were reported, but not specified and/or assigned to one of the events. Discrepancy noted in essure insertion date: (B)(6) 2014. Insertion details: left and right side -2 to 3 coils left remaining in the uterine cavity. Most recent follow-up information incorporated above includes: on 23-apr-2019: quality-safety evaluation of product technical compliant. Event of "perforation" updated to "uterine perforation". Incident- no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5082807) on 30-jan-2019. The most recent information was received on 03-aug-2020. This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration/perforation') and pelvic pain ('sharp pain on left side/ pain/ pelvic pain') in an adult female patient who had essure (batch no. 866021-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding\ unusual bleeding"), headache ("headaches"), arthralgia ("aches in my joints"), hot flush ("hot flashes"), anxiety ("anxiety"), fatigue ("extreme fatigue/ fatigue"), abdominal distension ("extreme bloat/ bloated"), alopecia ("hair loss"), libido decreased ("drop in sex drive to nearly non-existent/ low sex drive"), rash ("random rashes all over body"), amenorrhoea ("began skipping period then following month for entire month"), allergy to metals ("nickel sensitivity"), dyspareunia ("painful sex"), inflammation ("severe inflammation"), fluid retention ("water retention"), abdominal pain lower ("cramping") and menstruation irregular ("unusual periods") and was found to have weight increased ("weight gain"). The patient was treated with surgery (she underwent essure coil removal on (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, pelvic pain, genital haemorrhage, headache, arthralgia, hot flush, anxiety, fatigue, abdominal distension, alopecia, libido decreased, rash, amenorrhoea, allergy to metals, dyspareunia, inflammation, fluid retention, abdominal pain lower and menstruation irregular outcome was unknown. The reporter provided no causality assessment for abdominal distension, alopecia, amenorrhoea, anxiety, arthralgia, fatigue, headache, hot flush, libido decreased, pelvic pain, rash and weight increased with essure. The reporter considered abdominal pain lower, allergy to metals, dyspareunia, fluid retention, genital haemorrhage, inflammation, menstruation irregular and uterine perforation to be related to essure. The reporter commented: discrepancy noted in essure insertion date: (B)(6) 2014. Insertion details: left and right side -2 to 3 coils left remaining in the uterine cavity. Lot # reported (866021) is invalid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-aug-2020: pif received: reporter added. New events- cramping, unusual periods were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.